Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a female patient who had essure (batch no. G18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included multigravida and parity 3 ((B)(6)). Concurrent conditions included osteoporosis, anemia, eczema, drug hypersensitivity and latex allergy. Concomitant products included colecalciferol (vitamin d) and iron. In 2014, the patient experienced rash ("rashes"). On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue") and alopecia ("hair loss"). In september 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ left abdomen pain"), abdominal pain lower ("severe cramping") and groin pain ("groin pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in september 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, rash, migraine, headache, fatigue, alopecia and groin pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion 24mar2015:as per mr hysterosalpingogram: indication: tubal ligation status findings: the essure device on the left side is appropriate positioned .there is no essure device on the right side .no flow was seen within the fallopian tubes are neither side. The left side is obstructed by the device .the right side appears to be obstructed by structure. Impression: bilateral obstructed fallopian tubes most recent follow-up information incorporated above includes: on 30-jul-2018: information from pfs and mr. New reporters added. Case classification updated to medically confirmed case. Patient¿s demographics added. Indication updated. Lot number added. New events added: pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), rashes, migraines / headaches, fatigue, hair loss, groin pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a female patient who had essure (batch no. G18713-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included multigravida and parity 3 (((B)(6) 2010,(B)(6) 2014,(B)(6) 2016)). Concurrent conditions included osteoporosis, anemia, eczema, drug hypersensitivity and latex allergy. Concomitant products included colecalciferol (vitamin d) and iron. In 2014, the patient experienced rash ("rashes"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ left abdomen pain"), abdominal pain lower ("severe cramping") and groin pain ("groin pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in september 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, rash, migraine, headache, fatigue, alopecia and groin pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. 24mar2015:as per mr hysterosalpingogram: indication: tubal ligation status findings: the essure device on the left side is appropriate positioned .there is no essure device on the right side .no flow was seen within the fallopian tubes are neither side. The left side is obstructed by the device .the right side appears to be obstructed by structure. Impression: bilateral obstructed fallopian tubes. Most recent follow-up information incorporated above includes: on 31-aug-2018: pqs: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a female patient who had essure (batch no. G18713-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included multigravida and parity 3 ((28mar2010,05oct2014,02jun2016)). Concurrent conditions included osteoporosis, anemia, eczema, drug hypersensitivity and latex allergy. Concomitant products included colecalciferol (vitamin d) and iron. In 2014, the patient experienced rash ("rashes"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ left abdomen pain"), abdominal pain lower ("severe cramping") and groin pain ("groin pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in september 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, rash, migraine, headache, fatigue, alopecia and groin pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-mar-2015: total bilateral occlusion. 24mar2015:as per mr hysterosalpingogram: indication: tubal ligation status findings: the essure device on the left side is appropriate positioned .there is no essure device on the right side .no flow was seen within the fallopian tubes are neither side. The left side is obstructed by the device .the right side appears to be obstructed by structure. Impression: bilateral obstructed fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: quality-safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.